Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No unexpected failed battery test alarm or low battery alarm noted. The insulin pump received with broken battery cap, minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump shut off after a low reservoir. After changing battery 17 times, insulin pump received a failed battery test alarm. Customer did not test blood glucose but felt like blood glucose was 500 mg/dl. During troubleshooting for failed battery test alarm, it was found that battery compartment was corroded. Customer was advised that insulin pump would need to be replaced.